Manufacturer narrative:
D10: 02-010-01-0220 - logic femoral ps cem left sz 2 (B)(6). 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00931. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. Device history record showed that the named devices were accepted with conformance to the device requirements. Exactech has recently discovered that a bag used in the packaging of our polyethylene inserts has been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to exactech¿s specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. The insert reported was on the shelf for almost 6 years before being implanted. The revision reported in this event may be due to prosthesis wear leading to osteolysis and loosening of implants. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. A contributing factor to the reported wear may have been the result of the tibial insert being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had an initial total left knee arthroplasty. Subsequently, six (6) years later, the patient began to experience pain swelling, discomfort, grinding, popping, instability, osteolysis and prosthesis wear in and around the left knee leading to aseptic loosening. As a result, the patient underwent a total left knee revision. No further impact to the patient was reported. No additional information is available.